Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual and functional testing was performed. The pump had a damaged dso seal and scratched lens. Device was sent for repair; thus, the customer's problem was duplicated. The root cause was the damaged dso seal, scratched lens, and defective sensor. The dso sensor, dso seal and lens were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was sent in for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.